Manufacturer narrative:
Zimmer biomet robotics does not claim the compatibility between rosa one 3.1 and the o-arm o2 from medtronic for the brain application (refer to "rosa3-070d-en_print" attached). According to the field service engineer information, the o-arm o2 was used during a brain surgery (dbs). Therefore, there was no malfunction of the device, as zimmer biomet robotics does not claim that the brain application of rosa one 3.1 can be used with an o-arm o2. This event cannot be considered as a complaint as it does not meet the criteria of a complaint : "any written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device after it is released for distribution. Therefore, this event will be routed as not a complaint.". Therefore, this event will be voided as "not a complaint". Corrected data: - b4 date of this report. - d2 type of device. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacture. No failure of the device.

Event description:
During the brain workshop held in (B)(6) on (B)(6) 2018, dr (B)(6) said that the leksell frame identification does not work with medtronic o-arm o2.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During the brain workshop held in (B)(6) on 11-dec-2018, dr (B)(6) said that the leksell frame identification does not work with medtronic o-arm o2.